Manufacturer narrative:
(B)(4). Malformed clip the analysis results of device (a) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality, upon firing of the device, one malformed clip was delivered due to an advancer bypass, and four clips were conforming according to our manufacturing specifications. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted that the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The firing issues reported could have been cause by the device being empty. Device b: batch # g9jt9x exp date: 3/31/2010; mfg date: 2/28/2015. Empty, device fired through lockout.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. A new one was pulled and used to complete the procedure. There was no patient impact was reported.